Manufacturer narrative:
Photo evaluation summary a photo of the product label was received. The product details on the label match those reported by the account. The cause of the device deformation could not be confirmed from review of the photo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a penetrating atherosclerotic ulcer (pau). It was reported that during the index procedure there was resistance felt at the beginning, when the stent was being inserted into the blood vessel. When the physician withdrew the stent, he found that the proximal sheath of the stent was not fully closed. It was reported that the physician was concerned the outer sheath would damage the patient's blood vessel so it was decided to withdraw this device. Another non-mdt was used instead and the procedure completed successfully. As per the physician the cause of the event was due to the proximal sheath of the stent not fully closing. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
It was confirmed that the access vessel was noted to be torturous when the device was being inserted which led to the reported resistance. If information is provided in the future, a supplemental report will be issued.